Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostye after a percutaneous peripheral intervention (ppi) interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, no blood flow was confirmed from the marker lumen. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. In this case, the device was successfully flushed prior to insertion, therefore, it is likely tissue interference occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.